Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.

Event description:
It was reported that the customer was hospitalized due to an elevated blood glucose (bg) level and diabetic ketoacidosis. Bg level was not provided. The customer alleged that the pump failed; however, declined troubleshooting with tandem technical support and declined to provide further information; therefore, the alleged root cause could not be confirmed.